Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Event description:
A baxter service technician reported finding a colleague infusion pump with constant air detected due to a faulty air in line printed circuit board. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.